Manufacturer narrative:
This event was determined to be a supplemental information to MFR# 2916596-2019-04704. All investigational findings will be reported under that event.

Event description:
It was reported that the patient passed away secondary to ventricular fibrillation. The device was not explanted, and an autopsy was not performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.